Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d164awg ICD, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, rv lead impedance warning (B)(6) 2014 for pacing impedance out of tolerance. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Analyst commented, on (B)(6) 2014, rv bipolar lead impedance measured 1504 ohms and is rising.

Event description:
It was reported that during a follow up visit the right ventricular (rv) lead exhibited gradual increasing impedance. No actions were taken, the patient was to be re evaluated on the following day, and the lead remained in use. Approximately twenty-fours hours later it was noted that rv lead had encountered high pacing impedance. No actions were taken, the patient was to be monitored, and the rvlead remained in use. No patient complications have been reported as a result of this event.